Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Five radiographs were provided with (B)(4).the fit and positioning of the femoral stem appear to be in agreement with the recommendations of the taperloc complete surgical technique. In the post-primary ap radiograph, the ceramic head appears to be sitting centrally within the acetabular shell. The inclination angle of the acetabular cup was measured to be approximately 35 degrees. The g7 surgical technique states that the preferred acetabular orientation is 40 degrees inclination and 20 degrees of anteversion, but final acetabular position depends on patient anatomy and may vary slightly with approach. Documentation available on etq reports that the patient is male, was 60 years old at the time of the primary surgery (61 at the time of revision), weighs 135 lb (106.6 kg) and is 72 in (183 cm) tall, therefore his bmi is 31.8 (obese). Email communication from the sales representative also states that he is active around his house, thus indicating a medium activity level. Prior to surgery, he reported being likely to participate in golf, hiking, walking, gardening and cycling. It was reported that the surgical technique was followed, and that no complications occurred during surgery. According to the post-operative notes, the patient was doing well 2 weeks after surgery, presenting a clean, dry wound, reporting no pain and being very satisfied with his joint function. He returned to the hospital on (B)(6) 2021 (approximately 5 weeks after primary surgery) reporting a bump he feels on his incision that he noticed the previous day; he presented no fever, but reported night sweats for the previous 1-2 weeks. At examination of the wound, it was recorded that there is a fluid filled erythematous blister noted over the distal aspect of his incision. No drainage present. It is fluctuant. A palpable gap is felt under the skin. The patient was referred for revision surgery due to suspected infection, which took place 3 days later, and during which deep infection was confirmed, all components were removed and a cement spacer was implanted. The manufacturing history records (mhrs) of the revised biolox delta ceramic head have been checked and verify that the part was manufactured in accordance with the applicable specifications. In addition, the sterilisation certificate was checked and verify that the head was sterilised in accordance with the applicable specifications. The associated components (g7 osseoti shell, e1 polyethylene liner and taperloc stem) have been assessed in the linked complaints (B)(4) and (B)(4), where it is reported that the relevant sterilisation certificates were reviewed and found conforming to the applicable specifications. Based on the available information, it appears that the patient¿s infection occurred between 3 to 5 weeks after the initial surgery, and that it was not related to the implanted devices. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. A review of the complaint database over the last 3 years has found 7 complaints reported with the item including initiating complaint. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned to manufacturer.

Event description:
Revision due to infection. It was reported that an initial left total hip arthroplasty was performed (B)(6) 2020. Subsequently, the patient was revised (B)(6) 2021 due to infection. A spacer was placed, and stage 2 implantation is pending. The patient was withdrawn from the study due to device explantation.

Manufacturer narrative:
(B)(4). Initial report. Sales rep has been contacted to establish if the product is available for evaluation. Associated products: medical product: g7 osseoti 4 hole shell 56mm f, catalog #: 110010246, lot #: 6867327. Medical product: g7 vit e high wall lnr 36mm f, catalog #: 30123606, lot #: 64874045. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to infection. It was reported that an initial left total hip arthroplasty was performed (B)(6) 2020. Subsequently, the patient was revised (B)(6) 2021 due to infection. A spacer was placed, and stage 2 implantation is pending. The patient was withdrawn from the study due to device explantation.